Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: surg sci. 2024 mar 7;9(1):47-54. Doi: 10.1515/iss-2023-0060. Pmid: 38826631; pmcid: pmc11138404. Https://doi.org/10.1515/iss-2023-0060.

Event description:
Title: cyanoacrylate vs. Sutures in clean and clean-contaminated surgical wounds - a randomised control study. Innov. This randomized control study aims to compare the efficacy of tissue adhesive (cyanoacrylate) in wound closure in clean and clean-contaminated surgeries done electively or as an emergency. Between december 2016 to june 2018, 200 patients (male=140, female=60; 12¿70 years) underwent elective or emergency surgery for clean or clean-contaminated procedures while using 2-0 vicryl (eth). In group a (n=100), the wound closure was done with cyanoacrylate, whereas in group b (n=100), the closure was achieved with interrupted polyamide sutures. Reported complications are 2-0 vicryl (eth) wound dehiscence (n=1) treatment: not specified, but the article stated that ""drainage of pus with regular cleaning and dressing and oral antibiotics was done in 2 patients, drainage of pus with regular cleaning and dressing and oral antibiotics and secondary suturing done on day-14 in 1, reapplication of glue on day-1 and delayed primary suturing on day 3 in 1 patient."" Wound dehiscence with minor infection (n=2). Treatment: not specified, but the article stated that ""drainage of pus with regular cleaning and dressing and oral antibiotics was done in 2 patients, drainage of pus with regular cleaning and dressing and oral antibiotics and secondary suturing done on day-14 in 1, reapplication of glue on day-1 and delayed primary suturing on day 3 in 1 patient."" Wound dehiscence with moderate infection (n=1). Treatment: not specified, but the article stated that ""drainage of pus with regular cleaning and dressing and oral antibiotics was done in 2 patients, drainage of pus with regular cleaning and dressing and oral antibiotics and secondary suturing done on day-14 in 1, reapplication of glue on day-1 and delayed primary suturing on day 3 in 1 patient."" Minor wound infection (n=1) treatment: regular cleaning and dressing with antibiotics ethilon 2-0 (ethicon) minor wound infection (n=1) treatment: regular cleaning and dressing with antibiotics in conclusion, n-butyl cyanoacrylate provides an effective, reliable, safe, and cosmetically acceptable alternative to conventional sutures for surgical wound closure in clean and clean contaminated surgery. Cyanoacrylate glue is less painful than conventional sutures with comparable local complication rates and cosmetic outcomes.